Event description:
The customer reported that the surgeon could not open or close the jaws of the device. The jaws were on tissue when the device could not open but it is unk how they were removed. There was additional tissue loss as well. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.